Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut in the patient line of six (6) homechoice cassettes. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. The patient reported that they opened the collective box using scissors and opened the primary packaging with the hands through the pre-cut line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as (B)(4)). H11: six (6) actual devices were received for evaluation. A visual inspection with the naked eye noted a cut on the side of the primary packaging. The patient line of the six devices present a cut, however, the depth of the cut varies in each sample. Five (5) devices have only superficial cuts and one (1) device has a complete cut. The cut in the primary package is on the same side of all the samples evaluated, and in the same section of the patient line. The reported condition was verified. The cause of the condition was determined to be end user error, as it was stated the patient had used scissors to open the secondary packaging (box) of the product, which could have damaged the product internally. In the guide for patients treated at home, dpa homechoice system, provided to patients to follow the step-by-step in their treatment, it is emphasized that sharp objects should not be used to open the product. Fourteen (14) retention samples were evaluated at the facility. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.